Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-51864. It was reported that the patient presented for in-clinic follow up after the patient experienced syncope for unknown reasons. An interrogation of the pulse generator revealed over-sensing noise exhibited by the right ventricular lead. Noise was presented when the device pocket was compressed. It was suspected that the cause of syncope was over-sensing. No interventions were reported. The patient was discharged.